Event description:
Reporter indicated that device interrogation at office vists for several pts revealed that their devices were set to 0ma output current instead of to prescribed parameters, resulting in a loss of vns therapy. Reporting physician indicated that he and some of his colleagues have had pts whose devices were supposed to have been set to a certain parameter and were found to be set to 0ma upon device interrogation. It was reported that these physicians likely forgot to reinterrogate the pt's devices as the last step of previous programming session to confirm proper device settings. Specific info involving the number of pts involved and the identities of each is not known. Reporting physcian could not remember the names of any of the affected pts as he had inherited them from his partners who are no longer with him.